Manufacturer narrative:
Please note that in response to this issue, an important medical device correction letter was issued on 9/14/07 as a short term fix. The firm has submitted a long term correction as a supplement to its 510k which is pending review by the FDA. According to the MFR's operating manual of the ht50 model, the internal battery should be replaced yearly or when the battery no longer meets the needs of the user. From the svc record of this unit, the battery was last replaced more than one year ago. Device failure was most likely related to user maintenance.